Event description:
Customer reports lancet protruding from end cap of softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.